Manufacturer narrative:
Concomitant medical products: unknown competitor ipg, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection and the right ventricular (rv) lead was explanted and replaced with the leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.